Manufacturer narrative:
Based on the information received, the monitor did not alarm for ventricular tachycardia, allowing for tachycardia to continue, which is considered harmful to the patient; however, it remains unknown if there was a delay in care or additional health consequences for the patient. A good faith effort attempt conducted to receive more information about the reported issue were unsuccessful. Analysis of the retrieved log files could not be performed as serial number, device label and bed label are asked but unknown. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information and a further analysis could not be performed due to insufficient information. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting address postal: na. E1: reporting institution phone#: na. E1: reporter phone#: na.

Event description:
It was reported the device did not alarm after the patient went into ventricular tachycardia; however, the customer indicated ultimately there was no harm to the patient. The customer requested assistance determining why this occurred and how to prevent it. The one rhythm strip received indicated there were beats labeled as paced beats. No other clinical information or medical intervention was reported. It was indicated the nurses were aware of the alarms but that awareness was delayed due to no alarm. Patient care was also delayed.